Manufacturer narrative:
Philips service formatted disks, reloaded software, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent fluoroscopy errors occurred due to an image processor issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.